Manufacturer narrative:
Correction in d4 (suspected medical device lot #).

Event description:
During ivtm therapy on a 70-year-old male patient, the customer reported a leaking solex 7 catheter (lot #181178). During the rewarming phase treatment, the customer noticed an "air trap" warning alarm from the thermogard console and observed blood tinge on the tubing of the start-up kit (suk) so it was clear that a catheter leak. The insertion was smooth into the patient's right subclavian vein by an experienced physician with zoll product. The catheter dwell time was 3 days. The customer was able to clear the "air trap" warning from the thermogard console and is functioning properly. The patient has already completed the rewarmed phase and decided to stop treatment and the solex catheter was removed. No consequences or impact to the patient.

Manufacturer narrative:
The reported problem of "a leaking solex 7 catheter (lot #181178)" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the proximal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed. Observed the catheter shaft was kinked right at the distal end of the manifold. Noticed blood residues in the serpentine balloon and luered tubings. No other physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Functional testing was performed, and all infusion ports and lumens were flushed without resistance. During the in/out lumen test, a pinhole leak was observed at the middle of serpentine balloon, thus, confirming the reported complaint. Pressurized functional testing not needed due to the pinhole leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for solex 7 catheter with lot #181178. (B)(4), reported on (B)(6) 2023, a pinhole leak at the middle of the serpentine balloon due to a latent material defect.